Manufacturer narrative:
The investigation of positioning issues has been completed. Visually inspected and no major abnormalities identified to naked eye. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that while an impella 5.5 was implanted in a patient the pump lost optical signal and could not be fully re-positioned to perfect left ventricle positioning. The pump was angled to posterior wall. The pump remained in support.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Optical signal issue: impella 5.5 pump was returned. Visually inspected and no major abnormalities identified to naked eye. Optical 5s parameters were tested by connecting pump to optical bench(console) and 5s parameters were failing indicating hard failure with low signal not reliable (snr), light, and gain increasing, cavity length being maxed out. Light continuity test was done and the light was losing out from optical fiber located above motor housing surface near cannula. The optical fiber was observed to be damaged during support with some ingress present below the damage fiber line zone. The cause of the damaged fiber line is unknown due to insufficient evidence from clinical. Data logs were reviewed. Lt log was showing placement signal not reliable (#1036 alarm) on 05/02/25 with ps maxing out and optical 5s signals being lost. Rt log showing placement signal not reliable (#1036 alarm) with snr decreasing to almost zero, contrast decrease but increase in amplitude, while gain and lamp increase when ps is lost by maxing out to 3000. The identified failure pattern resembles a fiber break pattern. The root cause of the optical signal issue was a damaged optical fiber line at location above the motor housing surface where the fiber line connects to optical sensor. The cause of fiber damage/break is unknown. Positioning issue: the root cause of the positioning issue was not determined due to insufficient clinical information. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "1559" and 114 based on the results of the investigation.